Manufacturer narrative:
Based on the information provided, the cause of the reported complication has been deemed to be product related with potential use error. Of the eight returned used white sureform 60 reloads received for this event, three reloads had no problems detected, four reloads had cartridge damage, and four reloads had blade damage/indentations. The root cause of the observed cartridge and blade damage can be attributed to the user. A follow-up MDR will be submitted if additional information is obtained. Intuitive surgical, inc. (Isi) received the sureform 60 stapler instrument involved with this complaint and completed the device evaluation. The instrument was placed and driven on an in-house system. The instrument passed initialization twice. The instrument passed the recognition and engagement tests twice. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired, and unclamped successfully twice. The instrument was fired with a green sureform 60 reload and a white sureform 60 reload. No malformed staples or incomplete firings were observed during in-house testing. A visual inspection was performed and no damage was observed. A review of system/instrument logs did not show any failures relating to the instrument. There is no problem detected. The reported issue was addressed with the customer via phone support. The isi field service engineer (fse) contacted the customer who said they resolved the issue by using another stapler instrument. No site visit was conducted. The system was working properly and no additional action was required. A system log review was performed for this procedure: no relevant errors were observed during this procedure. An isi failure analysis engineer (fae) reviewed the stapler logs for this event: the logs show sureform 60 stapler instrument (part #480460-09; lot #l91220425-0020) was installed 9 times and fired 7 reloads (all white). All firings were completed per the logs with 1 pause for compression. There were no incomplete clamps by this instrument. This complaint is being reported due to the following conclusion: during a da vinci-assisted gastric bypass (roux-en-y) procedure, the sureform 60 stapler instrument was used to fire four reloads and a staple line leak was identified. The surgeon sutured these staple lines to resolve the leak and continue the procedure. Note: refer to the medwatch reports (MDR) with patient identifier #s (B)(6), (B)(6), and (B)(6)for MDR submission of the same event reported against the other white sureform 60 reloads.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) procedure the sureform 60 stapler instrument was used to fire four reloads that leaked. The surgeon said they were using a sureform 60 stapler instrument during this procedure and all the staple lines formed well. The surgeon said there were no errors or messages, and the staple lines all seemed well formed during inspection. However, the surgeon performed a leak test and found bubbles forming from the staple locations on the four staple lines they had fired to create the gastric pouch. The surgeon said this line was formed with a blue reload first, and then three white reloads. The surgeon sutured over these four staple lines to resolve the leaking. During a follow-up conversation with the customer, the surgeon was informed that per a review of the system logs there is no evidence that blue sureform 60 reloads were used during this procedure. However, the surgeon insisted they always start the pouch with a blue reload. The event date and procedure were confirmed with the surgeon. Additionally, the site's robotics coordinator reported that they were returning all reloads used during this procedure. The robotics coordinator returned all sureform 60 white reloads as the logs for this procedure showed. The surgeon said although there was no indication that there were any issues (i.e. Errors or malformed staple lines), they prophylactically went back and sutured all of the staple lines they had previously created with this sureform 60 stapler. The surgeon said they sutured the staple lines on the bypass portion of the stomach, and the jejunum division despite those staple lines appearing to be in good condition; the surgeon said they sutured these lines to be safe. The surgeon then installed a new sureform 60 stapler instrument to fire the last white sureform 60 reload of the procedure for the ¿gj.¿ the surgeon said this staple line appeared fine, but sutured it prophylactically. The surgeon performed one more leak test at the end of the procedure and found no leaks. When asked how this event impacted the patient and the procedure, the surgeon said there were no adverse events and this added two hours to the procedure time. The surgeon said the patient being under anesthesia this long could have caused complications, but the patient did well and did not experienced any further complications neither intra-operatively nor post-operatively. The surgeon said as of a follow-up with the patient on 30-jun-2022, the patient was doing fine.